Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 69, 71, 87, 197, 289 and 160 mg/dl. The customer¿s expected blood glucose test result range is 140 mg/dl fasting am and 120 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/31/2025 and open vial date was not provided. The meter memory was reviewed for previous test result history: result 1: 71 mg/dl. Date: on (B)(6) 2024. Time: 8:09am fasting. Result 2: 87 mg/dl. Date: on (B)(6) 2024. Time: 2:48pm fasting. Result 3: 88 mg/dl. Date: on (B)(6) 2024. Time: 7:18am fasting. Result 4: 88 mg/dl. Date: on (B)(6) 2024. Time: 9:56pm fasting. Result 5: 69 mg/dl. Date: on (B)(6) 2024. Time: 9:18pm fasting. Result 6: 197 mg/dl. Date: on (B)(6) 2024. Time: 6:13pm fasting. Result 7: 289 mg/dl. Date: on (B)(6) 2024. Time: 3:12pm fasting. Result 8 : 160 mg/dl. Date: on (B)(6) 2024. Time: 804am fasting pm.